Event description:
Customer reported that a pump declared an altitude alarm. There was no adverse impact to the customer¿s blood glucose level. To address the issue, technical support arranged for a replacement pump and confirmed shipping details. Customer was advised to use multiple daily injections (mdi) as a backup insulin therapy.